Event description:
Philips received a response to an anonymous survey on an intellivue x3 patient monitor indicating that within the 14 days prior to the survey, the customer had observed inaccurate spo2 readings or suspected inaccurate spo2 readings. It was noted that the spo2 reading was inaccurately low. No contributing factors or resolution details were provided. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
We received this information through a survey, but we did not receive any customer or product information. Because of this we could not follow up or further analyze the claim. We could not confirm the alleged product malfunction without customer or product information; therefore, we cannot follow up for confirmation. We reviewed recent cases and found no similar issues reported by customers in this region during the stated timeframe. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.